Event description:
Consumer reports receiving 2nd degree burns when using reusable cold compress for 25 minutes on lower back. Went to the dr who prescribed ointment and applied a dry sterile dressing. He instructed pt to change the dressing daily.